Manufacturer narrative:
Additional information in b4, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes. The torque handle was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed with this event. Passed torque test. The malfunction cannot be verified.

Event description:
It was reported that during the procedure two torque handles were providing inconsistent torque. There was no further surgical information provided however, it was reported that a closure top, tightened by one of the torque handles, was found to have backed out 3 months postoperatively. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00179.

Event description:
It was reported that during the procedure two torque handles were providing inconsistent torque. There was no further surgical information provided however, it was reported that a closure top, tightened by one of the torque handles, was found to have backed out 3 months post-operatively. This is report one of two for this event.